Event description:
Caller alleged discrepant inratio2 result in comparison to an alternate point of care meter (poc) inr result. Results as follows: date: (B)(6) 2013, inratio2 inr: 0.8, poc inr: 2.0. The time between testing and the therapeutic range was not provided. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.